Event description:
Healthcare professional reported approx 2.5 months after injection with juvederm voluma xc in the mid face and oral commissures pt developed hard lumps in the mid face region. Upon assessment by the healthcare professional 5 days after symptom onset, pt presented with swelling, redness, edema, and heat from the nasolabial folds to the lower eyelids bilaterally. Pt additionally was observed to have developed "hard, hot lumps" at the oral commissure injection sites. "Antibiotics" and "antihistamines" were prescribed as treatment; "hylase" is also being considered as a treatment option by the healthcare professional.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of swelling, redness, edema, "heat", and hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects, the pts must be informed that there are potential side effects, associated with implantation of this product, which may occur immediately or may be delayed. Amongst which (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. Indurations or nodules at the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate.